Event description:
Alleged event: the clip loading failed; there was no clicking sound. Clips fell out of the device but no clips fell into the patient's body. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml, lot #01h1300418, investigation did not show issues related to complaint. The manufacturer will continue to monitor and trend related events.